Manufacturer narrative:
Veeva case: (B)(4).

Event description:
It makes her choke [choking]. Case description: on (B)(6) 2025 a spontaneous case was reported in united states of america by a consumer or other non-health professional via call center representative (phone). The report concerns an 85-year-old elderly female consumer. On (B)(6) 2025, the consumer received biotene (glycro oromucosal spray, solution), lot number: 2x189, expiry date: 2025-09-30, for 1 days for dry mouth. No concomitant medications were reported. On (B)(6) 2025, less than 1 day after starting biotene, the consumer experienced a medically significant serious event, it makes her choke (preferred term: choking). The outcome of the event choking was recovered/resolved on (B)(6) 2025. No medical history was reported. No drug history was reported. The action taken for biotene was drug withdrawn on (B)(6) 2025. Dechallenge was yes and rechallenge was not applicable for event choking. Causality of the event choking for the suspect biotene was reasonable possibility. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. The reporter provided the following comment: "we bought some biotene spray a week ago and my mother wanted the louzenges. We tried the spray and it makes her choke. Can we return it".